Manufacturer narrative:
(B)(4)

Event description:
It was reported "balloon rupture upon insertion in cath lab". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current conditiion is "unknown".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, the supplied teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. Upon return, the fos yellow jacket cabling was cut near the iabc bifurcate. The remaining length of the fos yellow jacket cabling including the fos sc connector was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connec-tion was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no visual fiber break was noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immedi-ately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 2.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lu-men. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon rupture upon insertion in cath lab" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. Based on a review of the device histo-ry record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is cus-tomer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon rupture upon insertion in cath lab". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current conditiion is "unknown".